Event description:
It was reported to philips that the allura device geometry was not functioning. No patient harm was reported. A philips engineer visited the site and identified an issue with the power distribution module (pdm). This was replaced and the device returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the issues with the arc and table movements. Upon functional testing, fse found that the problem occurred when there was a voltage variation in the hospital and detected that there were several voltages in the power distribution module (pdm) unit were missing. The fse checked the fuses and voltages of the gpdu module however found problem in the module and detected that the module had an internal damage. The fse replaced pdm and configured gpdu. After replacement of the pdm and configuration of gpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.